Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Patient code (B)(4) is used to capture the no patient involvement. A device history record (DHR) review was performed for part no.: 03.037.028, lot no.: 9345770: manufacturing location: (B)(4), release to warehouse date: 12.may.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The complaint is confirmed. Replication of the complaint condition is not possible as the device is already broken. The device shows minor surface wear which does not impact functionality. The outer diameter of the shaft closest to the break was measured and is within specifications based on relevant drawing. Relevant drawings were reviewed during investigation. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, including material and material properties, that would contribute to this complaint condition. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 5mm flexible screwdriver was found broken in the sterile processing department. Reportedly, there was no patient/surgical involvement. The hospital did not have any issues with procedures. The metal portion of the shaft closest to the handle broke. This is report 1 of 1 for complaint (B)(4).